Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after replacing video splitter the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the both monitors of the navigation system were flickering intermittently. There was no patient present at the time of the issue.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.